Event description:
It was reported that the user experienced recurring nocturnal low glucose events while using the ilet and requested additional training to address concerns with continuous learning mode; the event was categorized as hypoglycemia with cause unclear, and oral glucose was used to treat lows. Symptoms included low blood glucose. Outcomes included interruption of sleep due to nighttime lows. Investigation included a review of the event details and assignment for additional training. Investigation of this case revealed no specific source of device malfunction and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.